Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) lead. The involved lead is a non-boston scientific and has been implanted since 1990. Technical services (ts) recommended further evaluation of this patient and lead. Reprogramming was performed and thresholds were increased to 3 v. No adverse patient effects were reported. This device system remains in service.